Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead provocation testing was performed and the event was reproducible. Ra lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via x-ray imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.